Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 30-jun-2021. The medical event associated with this complaint occurred on (B)(6) 2021 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported receiving a "replace sensor" message on the day of applying the adc freestyle libre 2 sensor. Customer experienced unspecified symptoms of hypoglycemia, an ambulance was called, and he was treated with glucagon and carbohydrate drink by the healthcare provider. There was no report of death or permanent injury associated with this event.